Event description:
It was reported that a new freestyle libre 3+ continuous glucose sensor would not connect to the ilet bionic pancreas because the sensor was initially scanned with the libre app rather than the ilet app, resulting in the sensor being in use by another device and the cgm not pairing with the pump. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure in sensor setup, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.